Manufacturer narrative:
The following other devices were also listed in this report: femoral component cemented #4 right: cat# 5510-f-402, lot# sraky. Triathlon prim tib baseplate cemented: cat# 5520-b-300 lot# agnl. Triathlon asymmetric x3 patella: cat# 5551-g-320 lot# 0d40. At the present time it cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt called asking if her knee was on recall. Has had pain since the surgery, 24/7 and it is getting worse and worse. Dr. Is not finding reasons for the pain. Dr. Said that he would have to go back in to see what is going on wrong. Pt stated she cannot bend her knee past 65-70 degrees. Looses her balance and has to walk with a cane. Hurts sitting down as well. Feels like it is pulling."